Event description:
The plaintiff's attorney alleged that the decedent experienced hypokalemia and cardiovascular events on or about (B)(6) 2007, cardiovascular events on or about (B)(6) 2007 and subsequently expired on (B)(6) 2007 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving two separate products.